Manufacturer narrative:
Unit not returned due to pt contact. On (B)(4) 2014: qa asked customer service to call the sales rep and determined the date of incidence since this lot was made march 2012 and the expiration date is may-12; customer service called and was unable to get an answer. On (B)(4) 2012: qa requested a second attempt, customer service sent an email requesting the info from (B)(4) healthcare. On (B)(4) 2014: (B)(4) referred customer service to (B)(4); email was sent; no response on record complaint closed; as of this date, there are(B)(4). On 02/04/2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: the unit had made pt contact and was not received for eval. It is not possible to determine an assignable cause for this issue. There is insufficient info for a complete investigation. This lot had a 3-month expiration date. If the unit was used passed the expiration, with the seal intact, it would still remain sterile. Refer to accelerated aging report #(B)(4). The DHR for lot 06512-08 was reviewed. The unit met mfg specs when released and there were no issues related to the complaint. This lot had a (B)(4)complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of (B)(4) units that stopped working. Priming issue possibly due to a spacer or valve issue, refer to CAPA (B)(4). A review of the console history was not performed because the console serial number was not reported with the complaint.

Event description:
Would not "primeand" clogged.